Event description:
Spontaneous call from the patient regarding a pump alarm for "non-disposable pump" from (B)(6) 2022. This occurred while the pump was in use and patient tried to change to the back-up pump using the same cassette/tubing, this also resulted in the pump alarming. Patient was able to restart therapy using new cassettes and supplies without interruption to therapy. Infusion has been off for approximately 15 minutes. No changes in breathing or adverse effects. Report not filed on pump or tubing at this time. Pumps and tubing are working. No further information provided. Cassette is not damaged, just alarmed for "non-disposable pump". Patient did save the plastic bag but could not locate the lot number or manufactured date on the bag. Has this incident happened within the past 6 months? Yes, patient has been on this therapy since 2007. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.